Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was found that the mini drawer was jammed. A field service engineer remoted into station and did not see a failed drawer. The fse confirmed that the issue was resolved by clearing the medication jam on mini drawer to resolve the issue. The system functioned as intended after the field service engineer inspected and customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.16 was jammed and user was unable to access medication, which located on hc hcic 3. There were no delay, no adverse events or injuries reported based on this event.